Manufacturer narrative:
H3 - device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2018 a vticmo12.6, -5.50/0.5/087 (sphere/cylinder/axis), implantable collamer lens tore during injection into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens was removed within the same surgery, on (B)(6) 2018. A replacement lens was implanted on (B)(6) 2018. This resolved the problem. Cause of the event is reported as unknown.